Event description:
Pt reports redness and discharge from eye and has a condition called sarcoidosis. This is being filed as sarcoidosis with an unconfirmed relationship to the les and the reported problem.

Manufacturer narrative:
This is being filed as sarcoidosis. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.